Event description:
Incident details - the distal trellis balloon burst after inflation inside of a stent in right iliac. Another trellis was used to complete the procedure. Investigation of the returned device on (B)(6) 2014 found the distal balloon was inspected and found two parallel slices approximately 38mm from the distal tip of the catheter.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.